Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial fibrillation procedure, an ultrasound revealed a pericardial effusion in the left atrium, requiring a pericardiocentesis to stabilize the patient. There were no alleged performance issues with the ablation catheter.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.